Manufacturer narrative:
The investigation determined that non-reproducible lower than expected vitros amon quality control results were obtained from a single vitros lpv fluid, using vitros amon micro slides on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the contamination of the microslide incubator was not identified. Results of pre-service amon precision tests were unacceptable compared to ocd guidelines, indicating the vitros 5600 instrument was not performing as intended when processing vitros amon slides. Acceptable performance was obtained after ocd maintenance actions were performed.

Event description:
The customer complained that non-reproducible lower than expected vitros amon quality control results were obtained from a single vitros lpv fluid, using vitros amon micro slides on a vitros 5600 integrated system. Lpv ii l3179 results: 139.8, 139.7, 146.9, 144.8 mol/l vs expected 189.5 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the events. (B)(4).